Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: dual mobility ades cmntd # item c05cc48 lot 070164050a; dual-mob ades insert # item 05pe2848 lot 075570160a; femoral head # item 00801802803 lot 2609063311711c16n; refobacin bone cement # item 4003940002 unk lot; allen plug hdpe/baso4 # item 00801102020 lot 2115163317143c165. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to periprosthetic fracture stem four months post initial surgery.